Manufacturer narrative:
The customer requested our distributor to evaluate the device. Our distributor inspected this ventilator device reporting a "vent inop, xdcr fault and motor fault alarm condition. Additionally, the turbine transducer calibration test failed. The distributor determined the likely cause of this fault was associated with the main printed circuit board and a replacement was order. The suspect main pcb component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a "vent inop" alarm, while in patient use on this ventilator device. The patient was placed on an alternate device and no patient harm or injury was reported.